Manufacturer narrative:
(B)(4). This is a report of air in line where the patient initiated therapy before connecting to the setup, which is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The caregiver stated that they pressed "go" before connecting, and then saw the air in the line. The technical service representative advised them to start over with all new supplies and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.